Event description:
Siemens was informed that three to four patients who were treated on the lithostar modularis system developed hematoma of the kidney after eswl treatments. The patients were treated by different operators on the unit in (B)(6) 2012. According to siemens local service, the patients were hospitalized after treatments. Information regarding their treatments or conditions was not provided by the customer.

Manufacturer narrative:
The systems was checked by siemens local service engineer, (B)(6). The unit was found to be within specifications. Selection of adequate therapy parameters is the responsibility of the operator, and is dependent on the patient's condition and state of health. Contradictions and energy levels are described in the operator manual for lithostar modularis system (B)(4). Medical publications state that kidney hematoma is a possible adverse effect of eswl therapy. It is not system specific, but is eswl application specific.